Event description:
The customer contact reported unrestricted flow. Initial info received from the reporter stated, "the pump was found to be infusing at a much higher rate than what was programmed. The pump was found to continue infusing even after being placed in pause mode. The pump alarms appear to be disabled." Additional correspondence received from an anonymous reporter stated, "the rate 2.5 ml/hr. The pt in ICU. The device in stop mode but the flow still infusing to the pt. That means during infusion mode if the end user made stop by pressing stop button the lcd shows stopped but the device still in infusion mode and no alarm at all." There were no reported adverse pt effects. No medical interventions were reported.

Manufacturer narrative:
The device was received. Investigation is not complete. Hospira is attempting to obtain additional event info from the reporters. A follow up report will be submitted if additional event info is received. This report represents all the info known by the reporter upon query by hospira personnel.